Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol."

Event description:
It was reported that physician felt difficult to remove the foley catheter from patient because of water inside the foley catheter cannot be released. This happened three times without inform to us. And on july 2020 complaint report was made and sent to distributor and give it the letter to us on 16 july 2020. (B)(6) 2020 when they want to remove the catheter, nurses was trying to aspirate water inside balloon, but only 1 cc that can be aspirated and foley catheter cannot be removed because water inside foley catheter cannot be removed. Consult with urology physician. As per additional information received via email on 12aug2020 from ibc representative, customer informed that a special treatment was performed to remove the foley catheter by involvement from urology physician however these treatment made discomfort to patient and physician.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that physician felt difficult to remove the foley catheter from patient because of water inside the foley catheter cannot be released. This happened three times without inform to us. And on july 2020 complaint report was made and sent to distributor and give it the letter to us on 16 july 2020. On (B)(6) 2020, when they want to remove the catheter, nurses was trying to aspirate water inside balloon, but only 1 cc that can be aspirated and foley catheter cannot be removed because water inside foley catheter cannot be removed. Consult with urology physician.